Event description:
The customer complained about physician's dissatisfaction with how tight the balloon was and it was difficult to insert. Once the balloon was half way through the sheath, it advanced easier. The physician was dissatisfied with the new fiber optic balloons. After the balloon was inserted, the pump supported the pt including during CPR but the staff had some questions with trigger signal acquisition. There was some confusion over to whether or not the pump was pumping off pressure. Once clinician indicated that pump did go to pressure but they were not sure if it pumped. Chest compressions caused the pump to regain pressure. There were some issues with connecting the ECG signal direct (they usually use a slave cable for ECG but it was not located on the side of the bed where it usually is) and problems with acquiring the ECG signal did cause minutes of delay of therapy to the pt. The pt expired. The lead tech, the perfusionist as well as other support clinicians during the case all agreed that the pump worked the way it was supposed to and that the pt did not expire due to the problems with the pump. The pt was extremely ill when he entered the hospital via the ER.

Manufacturer narrative:
No info is currently available for the pump on which the event occurred. The facility of occurrence has been contacted towards having maquet performing an evaluation on the device which the event occurred. A supplemental will be submitted when more info is available. Reference balloon (B)(4) with medwatch number 2248146-2014-00438. (B)(4).